Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic. Unit received moisture damaged at motor. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
It was reported that insulin pump had moisture under display screen due to hot weather. Customer's blood glucose was not reported.